Event description:
Began using philips CPAP (B)(6) 2013. Dx with interstitial lung disease (B)(6) 2015; and lymphoma (B)(6) 2016. Experienced chronic cough, fungal infections, esophagitis, headache, chronic rhinitis.